Manufacturer narrative:
Pump unable to prime during prime/delivery test due to faulty back pressure sensor (gold). Pump passed the rewind, basic occlusion and displacement test. No motor error alarm during testing noted. Motor passed motor test. Pump received with cracked case at display window corners, battery tube threads, reservoir tube, reservoir tube lip, minor scratched display window.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm during basal. The customer did not recall any significant events leading up to the motor error alarm. Blood glucose level at the time of the incident was 300 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.